Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error during a bolus. The blood glucose reading was 116 mg/dl. The customer removed the battery to clear the alarm and received a failed battery test alarm upon reinserting it. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad trace. The insulin pump was unable to verify failed battery test alarm due to unresponsive button. The insulin pump received with minor scratched display window and cracked reservoir tube lip.